Manufacturer narrative:
Product analysis: corrosion was found on the battery contacts. The contacts were cleaned. The lower case was found to be damaged, and was replaced. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for routine maintenance and subsequently tested out of specification. There was no patient involvement.